Event description:
It was reported that a sterile repeater pump tube set leaked. A part of the spike (vent) fell out once the system was setup; liquid proceeded to leak all over. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date, further described as "about 3 weeks ago". Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between september 11, 2021 to september 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.